Event description:
It was reported that on (B)(6) 2024, the nurse was removing the powerglide because it was no longer needed and during the maneuver to remove it the cone detached from the cannula. The device, which was placed in the arm in the basilica, then broke off and the cannula part remained in the basilica for a length of 7 cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.